Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed in three segments. Setscrew marks were noted on each of the segments and several cuts and tears. In addition, the rs- conductor coil was stretched and the helix was extended, while the extracting stylet was returned stuck in the lead. Finally, calcification was noted on the tip. Detailed analysis revealed that the trilumen insulation was abraded and the rs- gore appeared worn and torn. The location of the abrasion and the type of damage (long and flat) appeared to have most likely been caused by lead on lead contact or possibly lead on device interaction. Further analysis noted that the rs conductor coil was fractured underneath an area of insulation abrasion. This type of fracture is consistent with a fatigue fracture. A fractured rs- conductor coil could have led to the observation of oversensing.

Event description:
Boston scientific recieved information that a warning messsage appeared due to oversensing on this right ventricualar lead. This lead was explanted and replaced. No adverse patient effects were reported. This lead was returned and analysed.